Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the remote monitor had burning smell. No troubleshooting was specified. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model#: 24952a, serial/lot#: (B)(4): the remote monitor was returned, and analysis revealed that the remote monitor failed during interrogate test; found defective radiofrequency (rf) head battery; found error codes 3248, 2300, and 5704 in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.